Manufacturer narrative:
The return device analysis did not confirm reported sleeve steering issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. A review of the compliant history identified no similar incident reported from this lot. Based on information reviewed and without a confirmed failure mode, a cause for the reported sleeve steering issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Event description:
This will be filed for sleeve steering issues. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was positioned in the left atrium (la) when it was noted the cds appeared to be mis-keyed and was steering in the wrong direction. The cds was retracted to the tip of the steerable guide catheter (sgc) and the cds realigned. The cds was advanced again however continued to steer in the wrong direction therefore the cds was removed. The procedure was successfully completed with another clip and the mr reduced to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.